Event description:
There was no patient involved in this event. This device was returned to heartsine technologies as part of the current fsca/recall, FDA reference z-0124-2013. No fault was reported.

Manufacturer narrative:
The device detailed in this report was returned to heartsine technologies as part of the fsca/recall z-0124-2013 with no allegation of any fault with the device. It was therefore initially accessed as non-reportable however subsequent engineering investigation revealed a fault with the device which would classify the event as reportable. During the investigation it was found that the returned device had a membrane failure. The green status led was observed to be constantly lit. This is a symptom of a membrane failure. The device was also observed switching on automatically, resulting in multiple manual power ups of ten minute duration. The fault could not be replicated with a known good membrane fitted.